Manufacturer narrative:
Exemption e2015054. (B)(4). The reported device is labeled for single use. The devices was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction events which the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. Patient information was confirmed for this event. One (1) male patient.